Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated fiber optic sensor failure, catheter restriction, and autofill failure alarms. The customer verified all normal troubleshooting steps were unsuccessful. Prior to calling the getinge representative, the physician had decided to replace the iab with a new one. Other troubleshooting options were then reviewed with the customer. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: team lead CT or. Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).